Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. Jae heung bae and sang yub lee (2018). Filter tilting and retrievability of the celect and denali inferior vena cava filters using propensity score-matching analysis. European journal of radiology open, 5:153-158. Doi: (B)(4). H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter system products that are cleared in the us. The pro code for the denali filter system products are identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model dl950j vena cava filter allegedly experienced difficult to remove. This report was receive from one source. The malfunction involved a patient with no known impact to the patient. The device was used in a 50 year old male patient; weight was not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model dl950j vena cava filter allegedly experienced difficult to remove. This report was receive from one source. The device was used in a (B)(6) year old male patient; weight was not provided. There was no reported patient injury.